Event description:
Dexcom was made aware on 05/08/2024, that on the same day, the patient experienced a skin reaction. The sensor was inserted into the leg on (B)(6) 2024, which is off-label usage of the device. On 05/08/2024, it was reported that the pediatric patient experienced a skin reaction with itching, burning, redness, inflammation, infection, and abscess, under entire patch area, which occurred 4 days after the sensor had been inserted in the leg. The reaction was treated with a prescription of an oral antibiotic, flucloxacillin 250mg 5 times a day for 5 days. The patient was in good condition at the time of report. No additional event or patient information is available.

Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).